Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missed alarm for signal loss occured. It was determined the issue was related to the mobile application. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.